Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 41 mg/dl. The insulin pump alarmed and went into suspend. Customer treated low with graham crackers and peanut butter. The product was not returned for analysis.